Manufacturer narrative:
Outcome reported on medwatch MFR # 2916596-2017-02969. A correlation to the patient¿s signs of hemolysis could not conclusively be established. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous heparin treatment was reported under medwatch MFR report #2916596-2017-02967. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient¿s lactate dehydrogenase (ldh) increased to 935 u/l. Ldh baseline for the patient was 200-300 u/l. Heparin treatment was started again. Ldh decreased to 588 u/l on an unspecified date and the patient was discharged. Inr was reportedly always supratherapeutic during times of increased ldhs, inr 2.5-3.5.